Event description:
The customer reported that the ventilator would not run on alternating current (ac) but runs on battery. The ventilator was not in use on a patient at the time of the event occurred.